Event description:
New information noted that there was also an infection, and after inspection, there was no insulation breach noted on the right ventricular lead.

Event description:
It was reported that the patient presented with and exposed right ventricular lead. The patient had redness, swelling, and warmth over the device site and suspected insulation breach. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.